Event description:
Patient stated having pain in the vaginal area when they were moving. Patient decreased amp to 3.7. Patient stated had not bowel movement but took a stool softer. Patient mention having a fever last night. Patient thought that they were having bladder infection.